Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to technical service (ts) to review data from this device. Ts advised data analysis confirmed device is depleting prematurely. T/s provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this sicd device was surgically explanted. The device is expected to be returned to boston scientific. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to technical service (ts) to review data from this device. Ts advised data analysis confirmed device is depleting prematurely. T/s provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.